Manufacturer narrative:
Based on the results of the hardware evaluation performed, it was concluded that the returned amplifier functioned as expected. The hardware evaluation focused on the basic functions of the returned amplifier such as communication, signals acquisition/amplification and data processing. No abnormal operating symptoms or unexpected abnormal functions under normal operating conditions were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the hardware evaluation performed, the cause of the reported signal issue could not be conclusively determined.

Event description:
During the procedure, a cancellation occurred due to signal loss. Troubleshooting included rebooting the system, checking the right leg and right arm leads and bypassing the recordconnect with no resolution. There were sufficient signals on velocity and there were no amplifier errors. There were no patient consequences.